Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that prior to use with bd pen needle 31gx5mm the pacakaging seal was compromised, thus affecting sterility. The following information was provided by the initial reporter, translated from chinese to english: the plastic sealed paper was loosen.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd pen needle 31gx5mm the packaging seal was compromised, thus affecting sterility. The following information was provided by the initial reporter, translated from chinese to english: the plastic sealed paper was loosen.